Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message along with audible tones. A request was made to have data from this device analyzed. Disk analysis confirmed the s-ICD battery was depleting normally. It was noted that the battery depletion error was due to continuous magnet exposure. The s-ICD remains in service. No adverse patient effects were reported.